Manufacturer narrative:
Reported event: an event regarding disassociation involving a mako mics was reported. The event was confirmed. Product inspection: the device with disassociated screw in collar of mics was reviewed and evaluated in master file. No further product inspection is required. Product history review: a product history review is not required as master file number has confirmed that the failure mode does not occur due to a manufacturing or process related issue. Complaint history review: a complaint history review and trend detection is not required as this is a pm. Monitoring will be continued under the current quarterly trend review. Conclusion: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. No patient was involved and no actual or potential patient harm existed for the alleged event.

Event description:
Pin fell out of adjustment clip. Case type / application: tka 2.0.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a mako mics was reported. The event was confirmed. Method & results: product evaluation and results: device with disassociation was returned to the supplier and evaluated. The following failure was confirmed through visual/functional inspection: pivot mechanism - latch cam pin loose, motor output coupling - loose screws and failed ground bond test 1 - defective cable clinician review: no medical records were received for review with a clinical consultant. Product history review: a product history review is not required, as no manufacturing specific issue has been alleged. Complaint history review: a complaint history review and trend detection is not required as this is a pm. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Pin fell out of adjustment clip. Case type / application: tka 2.0.